Event description:
It was reported to tyco healthcare/kendall on 06/17/03 that a customer had a problem with the av impulse system. The customer reports that a blood blister developed on the sole of the pt's right foot. The pt underwent surgery to drain the blister and debride the foot.